Event description:
Patient reported experiencing bluetooth problems with the infusion device/meter. Patient sometimes experiences too high blood glucose level. Patient reported after a bolus with the remote control and a short time before, the infusion device gave the e2 (battery empty). Patient stated a short time before that, the infusion device displayed a w1 (cartridge low). Patient reported there were no air bubbles in the insulin cartridge or infusion set tubing. Patient thinks the infusion device delivers too low of an amount of insulin. Patient reported the meter switched off at the measurement. Patient stated after changing the battery, the date and time must be selected again. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.